Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation to show a causal relationship between the patient event of peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a fluid leak or other malfunction related to this reported issue. Per the peritoneal dialysis registered nurse (pdrn), the patient experienced a breach in aseptic technique (not masking) which was most likely the cause of the peritonitis. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the report of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) stated that the patient did not wear a mask while performing pd therapy and while handling the catheter, resulting in a breach in aseptic technique. A pd effluent culture was tested and revealed (B)(6) growth for (B)(6). Treatment rendered is unknown. The patient had the pd catheter removed and transitioned to hemodialysis. No further information regarding the peritonitis event was available.